Event description:
It was reported that one day post implant, the atrial lead exhibited loss of capture due to dislodgement. The lead was repositioned on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
.